Event description:
During removal of arterial catheter, distal end remained in pt. X-ray revealed that the plastic tip was within the soft tissue of the right wrist. Pt taken to or. The catheter was removed without incident.

Manufacturer narrative:
Event eval: no product or lot number info was provided to assist in this investigation. Unfortunately, without the actual complaint device, it is not possible to determine if the separation occurred as the result of environmental conditions, contact with a sharp object, or force beyond its intended strength.